Event description:
The patient was implanted with a left ventricular assist device. The vad coordinator reported that the patient received a red heart alarm on (B)(6) 2014. The patient was emergently transferred to the hospital and blood pressure was elevated. The nurse caring for the patient reported that the patient had alarms on both battery and the power module. He had low flow alarms on the history screen on (B)(6) 2014 with low pi and low powers. Since the system controller was exchanged, the patient continued to have low flows. He was symptomatic with the low flow alarms and reported feeling terrible compared to how he felt previously.

Manufacturer narrative:
The device remains implanted in the patient. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.